Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation under each electrode on the lifevest. The patient stated that he was a dermatologist. The patient was using a prescription cream and allergy medicine for the rash and removing the device for longer periods of time to let his skin heal. Follow-up indicated that the rash was not improving.